Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona posterior stabilized articular surface left 14mm catalog #: 42512400714 lot #: 63960898, persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 64245544, persona posterior stabilized standard femoral component left size 7 catalog #: 42500606201 lot #: 63947714. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address aseptic tibial loosening approximately six (6) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a5, b4, b5, b6, b7, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address aseptic tibial loosening accompanied by pain and instability approximately six (6) years post-operatively. Initial operative notes noted no intraoperative complications. Revision operative notes noted the tibial tray was completely loose. No intraoperative complications were noted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the patient was revised to address tibial component loosening. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.